Event description:
The firm was originally contacted on 10/5/92 that the facility had a blood glucose reading on a patient that was inconsistent with a laboratory value. The firm contacted the facility but was unable to obtain information and left a message to contact the firm. The firm was contacted on 10/15/93 by the facility and was alerted that a patient who is chronically ill had a glucose reading of 300 something with the meter" and "500 something at the laboratory". The lab value was not determined simultaneously with the meter value. The facility reported that the patient was hospitalized during this time period but thaat the patient was in and out of the hospital repeatedly. The firm subsequently contacted the facility and it was determined that it is possible the stip malfunctioned and it is highly possible it was a user error.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.